Manufacturer narrative:
The customer was instructed to check the cleanliness of the sample probe and the sample probe pipetting opening. The customer observed that there was a small amount of crystal adhering to the surface of the bottom half of the sample probe. Cleaning the probe resolved the issue. No contributing factors in the month prior to the complaint were identified in- regards to the system. The service history of the (B)(6) verifies no subsequent false positive bhcg results have been reported. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling review concludes that the issue is adequately addressed. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated architect total b-hcg results generated on the architect i2000sr instrument for a (B)(6) female patient. On (B)(6) 2021, (B)(6) generated an initial result of 570.04 miu/ml, repeated <1.2 miu/ml; a new sample was obtained, and the result was <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.